Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the clover leaf pin of the broach adapter device was loose from the threads, and the device failed visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as oct 13, 2018 on the initial report. This date has been updated to oct 7, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The broach adapter device was evaluated and the reported condition that the device failed visual assessment, and the clover leaf pin was loose from the threads was confirmed. An assessment was performed and it was observed that the clover leaf pin is loose from the threads. It was noted that the design of the device was changed from a two piece to a one piece for manufacturability and assembly for vendor. The dimensions and tolerance ranges are the same for the one-piece design compared to the two-piece design. The assignable root cause was determined to be due to normal wear of component parts over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.